Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during an unspecified procedure (2) 190 scopes displayed a b30 (scope communication) error while connected to evis exera iii video system center. The customer powered off between scopes. There was no report of patient harm associated with this event. Olympus¿s technical assistance center (tac) asked the customer to try the 190 scopes again and they did not receive a b30 error with one of the scopes. The customer also tried the 180 scope and it did not display an error. The second 190 scope displayed an e103 (lamp) error. The customer was not using an olympus bulb and the lamp was reading at 400 hours. Then the error went away and did not display with the 180 scope. The customer was instructed to try the 190 scope that was used during the procedure and it did not display a b30 error. Tac informed the customer to replace the bulb on the light source (clv-190) with an olympus maj-1817 (bulb) to resolve the issue. Event 1 of 2 this report is being submitted for the issue with evis exera iii video system center, under the medwatch with patient identifier (B)(6). The issue with the evis exera iii xenon light source was reported under medwatch patient identifier (B)(6).